Event description:
It was reported to boston scientific corp in 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure six days prior. According to the complainant, the physician could not fully advance the prolieve catheter. The physician was able to place an 18fr foley catheter. The pt experienced moderate hematuria and urinary retention. That evening the pt went to the emergency room with blood clots and the foley catheter was irrigated. The pt returned to the physician's office the next day and the nurse irrigated the foley catheter. The foley catheter has since been removed, the hematuria and urinary retention have resolved and the pt is fine.

Manufacturer narrative:
The lot # (615515) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.